Event description:
It was reported that a new ilet user experienced low glucose readings with a freestyle libre 3 sensor overnight into the morning and did not confirm with a fingerstick; the user treated with food and was at 90 mg/dl at the time of the call. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no reported medical intervention or hospitalization. Investigation included a call center assessment with troubleshooting and education regarding expected glucose variability during initial pump use and guidance to monitor and recontact for clinician support if lows persist. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was user-managed with oral glucose and education provided, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.